Event description:
The pt experienced stimulation sensation in the wrong location and never having therapeutic effect. Recent x-rays showed that the leads had dropped. Revision surgery was scheduled. Additional info has been requested. A f/u report will be submitted if additional info becomes available.